Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support on how to reset pump but was unable to perform reset during call, planned to attempt reset independently and to call back if issue continued. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.